Manufacturer narrative:
The reagent lot number was 84136801. The expiration date was not provided. The field service engineer washed the sample probes and performed a general inspection of the instrument. Quality controls were run and were acceptable. The investigation could not identify a specific root cause.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. Patient 1 initial result was 9.38 mg/dl, and the repeat result was 7.71 mg/dl. Patient 2 initial result was 8.48 mg/dl, and the repeat result was 6.39 mg/dl. Patient 3 initial result was 9.10 mg/dl, and the repeat result was 6.39 mg/dl.